Event description:
Customer reported the spectrum monitor intermittently shuts down, which may have affected primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the unit's power switch. Unit was tested to factory's specifications and was returned to use.